Event description:
It was reported "catheter hub is cracked". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one ra catheterization set for evaluation. Signs of use in the form of dried biological material were observed inside the catheter body. Visual inspection of the catheter revealed a cracked catheter hub. No other obvious defects or anomalies were visible on the catheter. The catheter body length from the proximal end of the hub to the distal end of the catheter tip measured 2.7270" which is within the specification of 2.715-2.755" per catheter product drawing. The catheter outer diameter measured 0.0447" which is within the specification of 0.044"-0.047" per catheter extrusion product drawing. Functional inspection was performed per the product's instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "firmly hold introducer needle hub in position and advance catheter/needle protection assembly, over spring-wire guide into vessel". A lab inventory guidewire of the same size (0.018") as the guidewire provided with this kit was passed through the catheter. The guidewire passed through the catheter with minimal resistance. A lab inventory syringe was filled with water and the arterial catheter was flushed. A leak was observed in the crack of the hub. Manufacturing was previously contacted regarding this issue. They indicated that manufacturing likely caused or contributed to this event. A device history record review was performed and a relevant finding was discovered. The instructions for use (IFU) provided with this kit warns the user, "once the catheter is partially threaded off the needle, do not attempt to advance needle into catheter again - this may cause catheter damage. Do not attempt to remove needle protection assembly from needle." The report of a cracked catheter hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the arterial catheter hub was cracked and leaked when flushed with water. Manufacturing engineering was contacted, and they indicated that the defect observed is likely manufacturing related. Based on the customer report, the sample received, and the comments from manufacturing, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "catheter hub is cracked". No patient harm reported. The patient's condition is reported as fine.